Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The replaced catheter component was discarded and therefore would not be returned to the manufacturer.

Event description:
Information was received from multiple sources (healthcare provider, foreign, distributor) regarding a patient who was receiving gabalon of an unknown concentration at a daily dose rate of 25 mcg/day via an implantable pump for spastic paraplegia. The dosing period of gabalon was (B)(6) 2022 and ongoing. It was reported that during an examination on (B)(6) 2022, drug leakage was suspected. A contrast study was therefore performed. Contrast medium was observed around the pump, and leakage of drug solution from the catheter on the pump side was suspected. On (B)(6) 2022 they suspected drug outflow from the catheter, and a catheter replacement operation was therefore performed. The pocket was opened and checked, but no abnormalities were found on the catheter or at the junction with the pump. It was considered that there was a cerebrospinal fluid (csf) leakage, and that it was transmitted through the catheter. In an inspection to see if there was any leakage from the catheter, the catheter was clamped and leakage was confirmed, so the catheter on the pump side from the connector was replaced. The anchor part was also securely fixed. The treatment was resumed on (B)(6) 2022 and the dosage was also increased. It was further noted that there are no catheter abnormalities, and the cause was unknown. Accumulation in the pump pocket due to cerebrospinal fluid leakage was a possible cause. The anchor was also reinforced, so treat ment was continued while the patient was under observation. Additional information was received from a foreign healthcare provider via a distributor on 2022-dec-27. They had suspected a chemical leak from the catheter and the abdominal pocket was opened and the catheter was checked, but no leak was found / confirmed. When the back pocket was opened, the possibility of spinal fluid leakage from the catheter insertion site was considered. When the back pocket was opened, the anchor was slightly displaced, suggesting spinal fluid leakage from the catheter insertion site. Considering damage to the catheter from re-fixing the anchor and checking the catheter on the pump side, the catheter on the pump side was replaced for precautionary reasons. It was decided to re-fix the anchor, reinsert the abdominal side catheter, and continue treatment. After re-implantation of the catheter, no liquid leakage was confirmed on (B)(6) 2022. Treatment was continued. Leakage from the catheter and such could not be confirmed on (B)(6) 2022. No fluid retention in the pocket was observed. Since the expected drug efficacy had not yet been obtained, the dosage was still being increased. The drug dosage was increased again on (B)(6) 2022 from 37 mcg/day to 42 mcg/day in expectation of drug efficacy. The next dose increase was to occur on (B)(6) 2022 while observing the patient's condition. No pump operability test was performed. It was further noted as having been suggested that the event might have been caused by spinal fluid leakage, not by drug leakage. The outcome of the suspected leakage was recovered as of (B)(6) 2022. The causal relationship of the event to drug, pump, catheter, and programmer was unrelated, but was related to procedure. The patient¿s weight at the time of the event was unknown.

Manufacturer narrative:
Concomitant medical devices: product ID 8781, serial/lot#: (B)(4), implanted: (B)(6) 2022, partially explanted: (B)(6) 2022, product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 09-feb-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.